Event description:
Additional information was received that reported the failed valve had severe hemodynamic valve deterioration (hvd).

Manufacturer narrative:
Updated data: b5. H6 - annex b, annex c, annex d analysis: receipt condition - the device was received within a heart valve return kit jar, fully submerged in clear 0.2% glutaraldehyde solution. Visual evaluation of returned device - the explanted valve exhibited outflow and inflow ellipticity. Leaflets 1 and 2 were observed in a closed configuration, while leaflet 3 was observed in an open configuration. Leaflet 1: two localized areas of leaflet dehiscence were observed along the margin of attachment distal to each commissure, with surrounding tissue appearing intact. The leaflet edges adjacent to each dehiscence site appeared rolled toward the outflow belly region. A translucent remnant of valve skirt tissue was observed detached from the main valve skirt distal to commissure 3-1. Leaflet 1 tissue was observed displaced inward toward the inner lumen. Leaflet 2: off-white pannus lined the base of the outflow margin of attachment, extending toward commissure 2-3. Localized leaflet d ehiscence was observed along the margin of attachment distal to commissure 1-2. The leaflet edge adjacent to the dehiscence exhibited fraying. Localized leaflet thinning with surface indentation was observed in the tissue adjacent to the margin of attachment appro aching commissure 2-3. Multiple small tears were observed along the free margin lateral to commissure 2-3. Leaflet 3: off-white pannus lined the outflow margin of attachment, extending toward commissure 2-3. The belly region exhibited multiple folds and shallow grooves, resulting in a textured surface appearance. A localized tear was observed at the free margin, extending inward into the leaflet tissue. Localized leaflet dehiscence was observed along the margin of attachment distal to commissures 3-1. The leaflet edge adjacent to the dehiscence exhibited fraying. A second area of partial leaflet dehiscence was observed along the margin of attachment distal to commissure 2-3, with a section of tissue remaining attached at the margin of attachment. The free margin lateral to the partial dehiscence exhibited an inward fold. Commissure 3-1 exhibited areas of tissue loss and tearing on the commissure pad. Distal leaflet dehiscence was observed adjacent to the commissure. Commissure 1-2 exhibited tissue loss on the commissure pad, with distal leaflet dehiscence noted. Tissue remnants were present at the superior coaptive junction adjacent to this commissure. Commissure 2-3 demonstrated pannus growth on the commissure pad, with partial distal leaflet 3 dehiscence. In the as-received state, multiple torn and broken sutures were observed. These findings were present in regions of the valve where fractures were also noted. The frame exhibited distortion at the outflow and waist regions. Multiple struts were observed to be kinked and fractured. Adherent, off-white to tan pannus was noted along the outer aspect of the frame, extending onto the margins of attachment and commissures. Tan pannus was noted on the outflow frame. Additionally, pannus adhered to the inflow crowns and extended into the inner lumen. Calcific deposits were observed on the valve skirt, distal to commissure 2-3. The valve skirt exhibited tears on the inferior coaptive areas adjacent to commissures 1-2 and 2-3. Radiographic imaging revealed calcification at the inflow skirt and confirmed the presence of stent fractures. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that at the time of the non-medtronic surgical valve implant, ascending repair was also performed.

Manufacturer narrative:
Corrected data: g3- supplemental medwatch report should have reflected an aware date of 2026-may-27, not 2026-may-28. This report submitted for such correction. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received as indicated by the physician the patient¿s ascending was repaired because of the pre-existing trans catheter valve adherence to theascending aorta and not due to injury or the dislodgement of the non-medtronic transcatheter valve. However, because of the dislodgement of the non-medtronic valve the ascending aorta required replacement with a non-medtronic product.

Manufacturer narrative:
Updated data: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: the product has been returned and the results of the analysis are pending. Updated data: b2, b5, d9, e1, h1, h3, h6, h1: the new information supported updating the previous serious injury report to a death report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that prior to the valve-in-valve (viv) revision shortness of breath, fatigue, and ankle swelling were present. During the viv procedure, the non-medtronic transcatheter replacement valve dislodged which required the surgical explant of both transcatheter valves. Per the physician, the medtronic transcatheter valve had not contributed to the dislodgement of this replacement valve. The revision procedure was reported as prolonged due the dislodgement and explants required. Six days following the procedure, the patient died. Further details were not reported.

Event description:
Additional information was received that the patient remained hospitalized and in the intensive care unit following the viv procedure and open heart surgery. Per the physician, the cause of death was bioprosthetic aortic regurgitation and heart failure with eventual multiorgan failure.

Manufacturer narrative:
Updated data: b2. B5. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant the transcatheter aortic bioprosthetic valve mild paravalvular leak (pvl) was identified. Patient symptoms were not reported. Treatment was not reported. Approximately 6 years and 2 months following the transcatheter valve implant a structural valve dysfunction with moderate hemodynamic valve deterioration was identified. This was specified as an increase of >=1 grade of intra-prosthetic aortic regurgitation resulting in >= moderate aortic regurgitation. As result, approximately 6 years and 3 months following the transcatheter valve implant, this valve was revised with a valve-in-valve (viv) procedure. The replacement aortic valve was a non-medtronic transcatheter valve. However, an unspecified failure of this non-medtronic replacement valve occurred. As result, the viv revision was converted to a surgical procedure. The pre-existing medtronic transcatheter valve and the non-medtronic transcatheter valve were explanted, and a non-medtronic surgical aortic valve was successfully implanted.

Manufacturer narrative:
Continuation of d10: product ID sapien; product lot/serial number unknown; product type: transcatheter valve; implant date (B)(6) 2025; explant date (B)(6) 2025 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.